Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to going into hot tub while connected to pump. Customer reported that as a result, insulin pump received a failed battery test. Insulin pump passed self-test. Customer's blood glucose was 200 mg/dl. Customer requested for insulin pump to be replaced for safety reasons.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.